Event description:
The product was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to material degradation over time. The material degradation caused the instrument knob to break; thus the shaft separated from the instrument. The knob material has been changed in order to prevent the reported condition.